Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of hemorrhage, pseudoaneurysm, occlusion, hematoma, vascular dissection, stenosis and fistula are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, pseudoaneurysm, occlusion, hematoma, vascular dissection, stenosis and fistula, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and medication were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of procedure estimated as (B)(6) 2022 d4: the UDI number is not known as the part and lot number were not provided. Correction: d9 - device available for evaluation: updated from na to no. The additional patient effect of death reported in the article are captured under separate medwatch report. Literature: article title " comparison of strategies for vascular access closure after transcatheter aortic valve implantation: the access-tavi randomized trial "

Event description:
Subsequent to the initially filed report, additional information was received including the following adverse patient effects related to the use of the proglide and prostyle devices: dissection, hematoma, pseudoaneurysm, fistula, stenosis, and occlusion. Specific patient information is documented as unknown. Details are listed in the attached article, "comparison of strategies for vascular access closure after transcatheter aortic valve implantation: the access-tavi randomized trial."

Event description:
This presentation investigated the comparison of a combined suture-/plug-based vessel closure device (vcd) strategy, using one proglide/prostyle and one non-abbott device, with a suture-based vcd strategy, using two proglides/prostyles, to achieve hemostasis following transfemoral transcatheter aortic valve implantation (tf-tavi) in a randomized fashion. The presentation concluded that vascular complications were more frequent with a suture-based vcd, time to hemostasis was significantly longer in the suture-based vcd resulting in a prolonged manual compression and longer procedural time, and bleeding events type 2 or greater occurred more often in the suture-based group. Some complications that were noted with the proglide/prostyle devices were death, bleeding and prolonged procedural time. The presentation/article reports that prostyle, proglide, and non-abbott devices were used at all large bore access sites to achieve hemostasis. The pre-close technique was used with proglide/prostyle closure devices. The following adverse events were mentioned to be related to the use of proglide and prostyle devices: unspecified major vascular complications, unspecified minor vascular complications, and bleeding requiring the use of additional closure devices, manual compression, unplanned stenting, blood transfusions, medication, and prolonged hospitalization; additionally, three deaths were reported. The result of the study determined that the combined use of both proglide/prostyle devices and non-abbott devices had less vascular complications than the use of proglide/prostyle devices alone in tavi procedures. Specific patient information is documented as unknown. Details are listed in the attached article, "comparison of strategies for vascular access closure after transcatheter aortic valve implantation: the access-tavi randomized trial."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage and death, and the relationship to the product, if any, cannot be determined. A definitive cause for the insufficient information could not be determined. Based on the information reported through the research article, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of procedure estimated as (B)(6) 2022. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effect of death reported in the article are captured under separate medwatch report. Literature attachment: article title " comparison of strategies for vascular access closure after transcatheter aortic valve implantation: the access-tavi randomized trial ."